Manufacturer narrative:
Log file analysis review date (B)(4) 2015: dated through (B)(6) 2015: normal power consumption. Additional notes: 1 power disconnect alarm was logged on (B)(6) 2015. The following devices have not been returned to the manufacturer. If returned, these devices will be analyzed and reported as required. It is currently unknown which of these batteries were involved in the event: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use (IFU) states: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of four reports (3007042319-2015-03086, 3007042319-2015-03087, 3007042319-2015-03088 and 3007042319-2015-03089) submitted for devices related to the same event.

Event description:
It was reported that patient was having several alarming and switching's before his stroke event. After talking to "the clinical engineer, who checked the log files, decided to swap out all of the batteries and performed an elective controller exchange on (B)(6) 2015. It was stated that the patient tolerated the controller exchange well and that the issue was resolved with the exchange. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Two batteries were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Batteries, (B)(4) met specifications; the batteries passed visual inspection and functional testing. The reported event was confirmed via review of log files, which revealed power switching events as well as a power disconnect alarm. These events are most likely due to a communication error between the controller and batteries. Heartware has opened an internal investigation to address the communication errors between controller and battery. (B)(4) - battery / catalog number 1650 / expiration date 10-31-2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of four reports (3007042319-2015-03086, 3007042319-2015-03087, 3007042319-2015-03088 and 3007042319-2015-03089) submitted for devices related to the same event.